Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a blood glucose (bg) level of 395 mg/dl. The user¿s caregiver performed a site change and insulin delivery resumed, with bg returning toward range. No medical intervention or hospitalization was required, and no long-term health effects were reported.